Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike where it was reported that a rubber-like foreign matter is suspended in the drug solution. This was detected during drug preparation at the user facility. It was also reported that based on their sample evaluation, no anomalies were observed on the product itself, therefore, they consider the complaint as not attributed to the production-origin. There was no patient involvement.